Event description:
Reporter alleged discrepant back to back blood glucose results of 101 mg/dl at 7:45 pm, lo at 7:51 pm, and 51 mg/dl at 7:52 pm when tests were performed on the advantage system. The location of the testing was not provided; however, customer stated self treating with candy and juice as a result of the testing. Customer indicated having low glucose symptoms during the time of testing. No other actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot 549230 with an expiration date of 10-31-2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.